Manufacturer narrative:
(B)(4). Additional information has been requested but as of yet have not been received. Should additional information become available, the file will be updated. Reported condition: "when the device was cycling/being used it was very quiet and it did not make the normal audible sounds."

Event description:
According to the reporter; during a sleeve gastrectomy the sales rep noticed that when the device was cycling/being used it was very quiet and it did not make the normal audible sounds. On the first firing it closed on tissue (the lights were fine) and when they went to fire they went over the hump and it barely fired only about 6 staples and didn't move very far. They retracted the device and pulled the reload off. To correct the condition they used a new handle, reload, battery, and adapter. The rep wanted it noted that when they used the new devices the firing force stayed on the first firing force, it did not slow down. On (B)(6) 2016 that night, the patient came back after throwing up blood because they were bleeding from the staple line. The surgeon did not believe this was attributed to the device. There was no unanticipated tissue loss. There was no irreversible tissue damage. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering analysis, and an evaluation of the returned devices. During functional testing of the adapter, it was noted that slow firing occurred. The firing force was measured and initially deemed to be below minimum firing force requirements. The adapter was dismantled by engineering and no visual abnormalities. Upon reassembly, the adapter fired within firing forced specifications. The partial firing of the reload may occur of the idrive ultra powered handle stops firing before the lower clamp reaches the distal end, which is likely due to the firing force reaching the upper design limit of the endo gia reload. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).